Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis patient experienced peritonitis which was manifested by abdominal pain, diarrhea, fever, cloudy effluent and dehydration symptoms. The cause of the peritonitis was not reported. The day after onset of the symptoms, the patient was hospitalized and diagnosed with peritonitis. Treatment was not reported. Physioneal and extraneal therapy was ongoing. At the time of this report the patient was not recovered from this peritonitis event. No additional information is available.